Event description:
During thoracentesis, needle inserted, no fluid withdrawn. Catheter threaded in to see if fluid could be located - no fluid located so catheter withdrawn, catheter broke off. Needle withdrawn. Chest x-ray revealed catheter fluid sac around lung. Physician decision to not remove.